Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was at an event when the adc freestyle libre sensor continued to provide a result of 'lo' (reading less than 2.2 mmol/l). Customer reported he "acted accordingly" and self-treated with sugary drinks, food, and glucose tablets. Customer further reported that sometime later, he self-presented to a hospital and upon arrival the triage nurse tested his glucose using the hospital meter and a reading of 19.8 mmol/l was obtained. Customer was diagnosed with hyperglycemia and treated with insulin from his "own supply". Customer remained at the hospital until his blood glucose normalized and then reported they tested his glucose level so he could drive home. No reading was provided.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor were reviewed and the dhrs showed the freestyle libre sensor passed all tests prior to release. Stability data for libre sensor was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and freestyle libre and no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported he was at an event when the adc freestyle libre sensor continued to provide a result of 'lo' (reading less than 2.2 mmol/l). Customer reported he "acted accordingly" and self-treated with sugary drinks, food, and glucose tablets. Customer further reported that sometime later, he self-presented to a hospital and upon arrival the triage nurse tested his glucose using the hospital meter and a reading of 19.8 mmol/l was obtained. Customer was diagnosed with hyperglycemia and treated with insulin from his "own supply". Customer remained at the hospital until his blood glucose normalized and then reported they tested his glucose level so he could drive home. No reading was provided.